Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. There have been no reports of any patient incident involving this pump.